Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was an end tone, indicating a completed seal cycle, but the surgeon still felt there was some oozing. The oozing was minor. In addition, the customer reported that the device blade would not cut correctly. There was no pt injury.